Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on (B)(6)2015 with the following findings: the complaint was unable to be investigated due to an unrelated issue. The display was found to be blank and cracked. The display was replaced with a test display which functioned per specification with the returned pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (misaligned) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.